Event description:
Related manufacturer report number: 2017865-2023-42709. It was reported during in clinic follow up that the atrial and right ventricular leads had dislodged. Repositioning was attempted, but neither helix would extend. Both leads were explanted and replaced. The patient was stable and asymptomatic.